Event description:
The duett sealing device was deployed and the procoagulant was delivered. It was reported that recapturing the balloon and removing the catheter was difficult due to the hub sleeve kinking. Upon device removal it was discovered that the balloon was missing. The site was sealed and patient pulses were monitored. No further complications were reported.